Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal pain, endometriosis (stage 1 endometriosis) and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infection") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysteroscopic polypectomy; laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, neuromyopathy, dyspareunia and infection outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic inflammatory disease and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.